Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: a review of the device labeling was completed. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 -14.00/+1.00/105 implantable collamer lens was implanted into the patient's eye on an unknown date. Information about concomitant products used including ovd and delivery system were not provided. Toxic anterior segment syndrome (tass) was diagnosed. Per the last report dated (B)(6) 2024, no information is provided that there was any medical or surgical intervention performed. No loss of visual acuity was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.